Event description:
When the device and pads were retrieved for clinical use, it was determined that the pads adhesive may not meet the contact surface area specifications. A spare set of pads was inserted into the device and the patient survived.